Manufacturer narrative:
The insulin pump was received with broken battery tube threads. The battery cap will not stay in place and the battery cap will not lock due to battery tube damage. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error alarm due to physical damage to the device. Device was also received with scratched case, case cracked behind the pump at the corner of the belt clip rails, serial number label peeling, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm the one-minute non-destructive ram test failed. Customer's blood glucose at time of incident was unknown. Customer stated that buttons were unresponsive another the one-minute non-destructive ram test failed alarm appeared. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.